Manufacturer narrative:
It was reported that the patient experienced a loss of power with no power alarm the night of the reported event. In addition, the patient created a vad-disconnect alarm and the batteries would not be able to hold charge for 12h-14h. One controller ((B)(4)) and two batteries ((B)(4)) were not returned for evaluation. Two batteries ((B)(4)) were returned for evaluation. Review of the non-returned devices' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned (B)(4) revealed that the device passed visual inspection and functional testing. Failure analysis of (B)(4) revealed that the device passed visual inspection but failed functional testing due to due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. This is and additional observation not related to the reported event. Log file analysis revealed one vad stopped alarm on (B)(6) 2017 at 06:32:14, event file also revealed a motor start at 06:32:28 hours. These events can be attributed to the reported physical disconnection of the driveline. No controller power-up was recorded; as a result, the reported event of loss of power the night of the event date could not be verified. Additionally, log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the power switching event can be attributed to momentary disconnections between the controller and the batteries. This was most likely perceived as the reported power consumption issue. The manufacturer has an open internal investigation to evaluate momentary disconnections. The reported loss of power the night of the event date, could not be confirmed as the event logs did not record instances of loss of power. The most likely root cause of the reported vad-disconnect alarm can be attributed to the reported physical disconnection of the driveline. (B)(4), device available for evaluation: yes, 6/28/2017, device evaluated by MFR: yes. (B)(4), device available for evaluation: yes, 5/23/2017, device evaluated by MFR: yes. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: h6, h10 (B)(6) method code 10, 4112 conclusion code: 12, 133 (B)(6) method code 4112 conclusion code: 12 (B)(6) method code 4112 result code 114 conclusion code: 19 (B)(6) method code 10, 4112 result code 3213 conclusion code: 12, 133 one controller ((B)(6)) was not returned for evaluation. Four(4) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned (B)(6) revealed that the device passed visual inspection and functional testing. Batteries (B)(6) passed visual inspection. Functional testing of batteries (B)(6) revealed that the batteries had exceeded the useful operating life of charge and discharge cycles. This is an additional finding not related to the reported event. The most likely root cause can be attributed to the battery reaching the end of its useful life. Functional testing of (B)(6) revealed a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. This is and additional observation not related to the reported event. Log file analysis revealed one vad stopped alarm on (B)(6) 2017 at 06:32:14, event file also revealed a motor start at 06:32:28 hours. These events can be attributed to the reported physical disconnection of the driveline. No controller power-up was recorded; as a result, the re ported event of loss of power the night of the event date could not be verified. Additionally, log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). The most likely root cause of the power switching event can be attributed to momentary disconnections between the controller and the batteries. As a result, the reported power consumption was not confirmed however the power switching was most likely perceived as the reported power consumption issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - exp. Date: 03/31/2017 - retained by patient. (B)(4) - 1650de - exp. Date: 03/31/2017 - retained by patient. (B)(4) - 1650de - exp. Date: 03/31/2017 - retained by patient. (B)(4) - 1650de - exp. Date: 05/31/2017 - retained by patient. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. A backup controller and fully charged batteries must be available at all times for controller failures or malfunctions. The backup controller should be set with the same pump parameters and patient information as the primary controller. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient arrived at the hospital and complained that they experienced a controller 2.0 power up incident. He stated that at the time of the event, they had an almost full battery connected to one port and the controller ac-adapter connected to the second port. It was also reported that just before the event, the patient disconnected the ac-adapter to go to the restroom, and did not connect a second power source to save time. Suddenly, the patient heard a no power alarm indicating that no power source was connected. He checked the battery and confirmed that the led lights were off. The controller restarted after the patient added a second power source. The patient also mentioned that he created a vad-disconnect alarm because he wanted to demonstrate to his wife how to disconnect and re-connect the patient cable.